Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria for lot 3816030 and product code 810081. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2015 and the mesh was implanted. Post-op, the patient experienced trochanteric bursitis, vaginal and cervix inflammation, recurrent urinary tract infections and vaginitis. The patient also experienced hip, pelvic, leg and back pain. No further information is available.